Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
The customer-reported issue of the driver not passing the system check was confirmed through review of the patient data file, which indicated three system checks failing the same right driveline pressure tests steps. During these tests, the right pressure remained low and was unable to reach the required set points. Although the driver passed incoming functional testing, the issue was confirmed during additional system check evaluations. The root cause of the customer-reported issue was determined to be a malfunction of the right electronic pressure regulator. Syncardia has a corrective and preventive action (CAPA) for issues with electronic pressure regulators. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4754 follow-up report 1.